Event description:
Revision of tibial component due to infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. The following devices were also listed in this report: hinge knee tibial insert; cat#64813324; lot#lcq191. Tibial sleeve for hinge; cat#64812140; lot#lco356. Kinemax stem fluted 17x155mm; cat#unknown; lot# unknown. Stabilizer offset 4mm; cat#64786490; lot#lbeoz it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.